Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system suddenly delivered an inappropriate shock due to noise oversensing while the patient was sleeping and woke him up. Technical services (ts) reviewed the episode and believed the observed noise was related to the sense b node issue. A few days later, the patient was admitted to the hospital for evaluations and no non-physiologic noise was able to be reproduced after provocative maneuvers were performed. X-rays showed no clear anomalies. The physician decided to re-program the s-ICD system to secondary vector and asked the patient to perform daily patient-initiated-investigations in order to evaluate the system performance and to have another analysis by ts. Ts reviewed the last reprogrammed device data and confirmed adequate sensing of the secondary vector. This s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system suddenly delivered an inappropriate shock due to noise oversensing while the patient was sleeping and woke him up. Technical services (ts) reviewed the episode and believed the observed noise was related to the sense b node issue. A few days later, the patient was admitted to the hospital for evaluations and no non-physiologic noise was able to be reproduced after provocative maneuvers were performed. X-rays showed no clear anomalies. The physician decided to re-program the s-ICD system to secondary vector and asked the patient to perform daily patient-initiated-investigations in order to evaluate the system performance and to have another analysis by ts. Ts reviewed the last reprogrammed device data and confirmed adequate sensing of the secondary vector. This s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.